Event description:
Rptr alleges pt had mammogram and was told that silicone breast implants appear to be leaking and was referred to their office. Breast implants were removed and revealed that both implants were ruptured and confined to the intracapsular space.